Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00146 on october 13th, 2011. August 8th, 2012 additional information: a field correction was implemented. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
After a monthly cleaning procedure (mcp), controls and thcg patient pool results showed an increased value. No discordant patient results were reported.

Manufacturer narrative:
Siemens has confirmed this issue. The issue is currently under investigation.